Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient has a history of low atrial pacing lead impedance values. A vibratory alert notified the patient. The patient has twiddlers syndrome and is able to turn the device end over end in the pocket. No changes will be made at this time.